Event description:
It was reported that the user performed a factory reset on the ilet and did not complete setup, resulting in a lapse in insulin delivery and subsequent hyperglycemia; setup was completed with support and delivery resumed, but the user later presented to the hospital with elevated blood glucose and vomiting, was treated with intravenous insulin and fluids, and the ilet was temporarily removed and then reconnected prior to discharge. Symptoms included nausea and vomiting associated with high blood glucose. Outcomes included hospitalization with treatment in the emergency setting and recovery with continued ilet use. Investigation included review of device operation through user guidance and confirmation that insulin delivery resumed after setup completion, with logs synced. Investigation of this case revealed user error related to incomplete device setup following a factory reset; no device malfunction was reported. It was concluded that hyperglycemia occurred in the context of interrupted insulin delivery due to incomplete setup after a reset, and the user recovered after hospital treatment and resumption of ilet therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.